Manufacturer narrative:
The farawave catheter was returned to boston scientific for analysis. Upon device return and inspection, no outer abnormalities were observed. An attempt to insert the guidewire was made and it was unsuccessful since resistance was felt inside the guidewire lumen; therefore, the deployment of the catheter was not possible. The flow was tested through the irrigation port and irrigation was observed in undeployed state, however due to the condition of the device, which would not allow insertion of the guidewire, it was not possible to perform the test in the basket and flower state. The catheter was dissected for further inspection. It was noted that the guidewire lumen was damaged outside the inner hypotube and it was observed that there was a kink in the flush lumen. The reported clinical observations were confirmed by the analysis results. E1: initial reporter phone number is (B)(6) reported here as phone number exceeded character limit for designated field. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that the catheter could not be irrigated. During a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation a farawave catheter was used. After insertion the catheter was connected to irrigation, but no saline came out. A syringe was used to flush the catheter through the flushing port, but still no saline would flow. The catheter was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. E1: initial reporter phone number is +011(086)13681973682; reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that the catheter could not be irrigated. During a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation a farawave catheter was used. After insertion the catheter was connected to irrigation, but no saline came out. A syringe was used to flush the catheter through the flushing port, but still no saline would flow. The catheter was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.